Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. In addition, it was reported that the battery depletes faster than expected and that the touchscreen was dim and unresponsive. There was no impact to the customer's blood glucose level. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.